Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. A returned sample was received in use condition without the original packaging. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. Per visual inspection, the tube was found to have a severe tear confirming the complaint. No further analysis was performed on the returned sample. Because damage was not present during the pre-use check a root cause could be due to improper use of the product. A device history record (DHR) review showed there were no issues or nonconformance's reported during the manufacturing of the reported lot number. No corrective actions taken since the root cause was improper use of the product.

Event description:
E1 additional information provided for reporting facility.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when changing the cannula it was discovered that it had a crack. A new cannula was used. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.